Manufacturer narrative:
The following devices were also listed in this report after the initial MDR was filed: unknown howmedica stem; cat# unknown; lot# unknown, unknown pca cup; cat# unknown; lot# unknown, unknown pca femoral head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon performed a revision of patient's left hip due to possible infection.